Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Full lead returned. Upon inspection, it was noted that the helix/lobe of the lead was distorted/bent. Upon visual inspection, it was noted that there was blood in/on helix/lobe mechanism. Upon visual inspection, it was noted that there was apparent explant damage to the lead.

Event description:
It was reported that the lead was returned due to high threshold values. The lead was explanted and replaced. No patient complications have been reported as a result of this event.